Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire/ deploy the clip could not be confirmed as the clip of the returned device was successfully deployed during returned device analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device condition, a conclusive cause for the reported failure to fire/ deploy the clip cannot be determined as the returned device condition indicates the clip was deployed successfully. However, the returned device analysis observed the safety release rod was separated. The investigation determined the noted separated safety release rod appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty with a 5f sheath. Reportedly, the device failed to deploy in step 4. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.